Manufacturer narrative:
The insulin pump was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. There was no compromised force sensor system alarm noted. The pump was received with a scratched display window, a cracked display window corner, and cracked battery tube threads.

Event description:
The customer reported via phone call that she was changing and priming when she received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose is 159 mg/dl. Customer stated that the pump was not dropped or bumped prior to the alarm occurring. Customer stated that the drive support cap appears normal. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.